Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that the event reported as "pressure of air supply was low". Was caused, by faulty manifold unit. And event, "air supply stops for a few seconds" could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit exhibited air pressure issues. The issue occurred during procedure for a therapeutic laparoscopic surgery. The procedure was completed using a similar device there were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.